Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Review of 2 post-implant cta still images revealed that the patient had a endurant stent graft system implanted. The aaa max diameter was >9cm; no obvious endoleak was visible outside the stent graft in either of these 2 images. Both limbs were patent and no stent graft issues were observed. Three photographs during the open conversion were reviewed. An image after the aaa was opened and the stent graft limbs were exposed shows no obvious type iii fabric endoleak coming from the implanted stent graft. The limbs were crossed and no obvious stent graft issues were observed. The limbs were then seen transected just distal to the gate. The proximal portion of the stent graft was replaced by a surgical graft; the iliac limbs remained in the patient and were sewn proximally to the surgical graft. From the films provided the cause the aaa expansion could not be determined. No stent graft issues were observed. It is possible that this was caused by endotension.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a follow up CT scan observed aneurysm enlargement from 76mm to 86mm without the presence of an endoleak. The physician performed an open conversion and explanted the stent graft and sewed in a y-graft. The stent graft was visually examined and no detection of an endoleak was confirmed. The physician believes that the event may have been due to a type v endoleak. No additional clinical sequelae were reported and the patient is fine.